Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the act button did not respond due to moisture damage on the keypad trace. Unable to verify the error alarm due to the unresponsive button. No moisture damage on electronic assembly noted. The device was received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked belt clip slot, and cracked reservoir tube lip.

Event description:
Customer reported that the buttons on his insulin pump stopped responding. Customer stated that he removed and replaced the batteries, then the insulin pump returned an error alarm. Customer does not recall any significant events leading up to the error alarm. Blood glucose level was 235 mg/dl at the time of the call. No further information was provided.